Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that high capture threshold was observed on the right ventricular lead. Lead repositioning was attempted but was unsuccessful due to inability to extend the helix. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.